Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, and performed pump reset with guidance; after reset, pump did not display cgm error again.